Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons) was confirmed. Upon investigation, the front response button was not functional. The cause for the failure was caused by the front response button center/ dome was off center. The root cause of the off center dome cannot be positively identified. There was no adverse event that resulted from the damaged monitor.